Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a worn motor and was leaking air. It was further determined that the device failed pretest for check power with the test bench and air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. It was noted in the service order that during an unspecified surgical procedure, the direction of the rotation could not be changed, the device was running in forward and could not be changed into reverse. It was not reported if there were any delays in the procedure or whether a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.